Event description:
Pump set to deliver protonix 60 mg in 250 ml at 8 mg/hr or 25 ml/hr. Upon return to pt's room, pump alarmed failure and found med to be empty. Med should have lasted 10 hours and was found empty at 1 hr 50 min.